Manufacturer narrative:
Correction: the correct physician's name should have been dr (B)(6), rather than dr(B)(6) a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
New information reveals that the patient arrived at the emergency room with an open wound and discharge. The device was visible through the open incision at the site of the implanted device pocket.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was admitted to the hospital with an unspecified infection. The entire pacemaker system, including the right ventricular and atrial leads, was removed. A leadless pacemaker was then implanted on the same day, and the patient's condition remained stable.